Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ADA 12. Details of surgery: Implant surface not completely covered with bone, Ridge augmentation and Immediate extraction site. On (B)(6) 2026 non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.